Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that ¿there was something floating in the cassette, a very small black thing¿. The event occurred at the pharmacy. There was no patient involvement and no patient harm.

Manufacturer narrative:
D4: corrected. H3 and h6. Evaluation codes: updated. One device sample was received unused, in a plastic bag. During visual inspection of the device, particles were detected in the cassette. The complaint was confirmed in the device received. The cause was unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.